Event description:
Edwards received notification that a valve model 3300tfx23mm was explanted from the aortic position after an implant duration of eight (8) years and four (4) months due to severe calcific degeneration leading to severe opening restriction and severe stenosis (max velocity 5,2 m/s and mean gradient 75 mmhg). The patient presented with high gradients. An inspiris resilia valve was implanted in replacement without complications. The patient's outcome was noted as to be hospitalized in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation. Customer report of calcification and stenosis was confirmed. X-ray demonstrated wireform intact and heavy calcification on leaflet 1 and 2, moderate calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of all leaflets at both the inflow and outflow aspect. Extrinsic calcific deposits fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including the age of the patient at the time of initial implantation (39 years old).